Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) swi-sd-inf complaint escalations, infusion products global customer support operations. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - recommend to do a calibration on the 8110 module technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8110 failing plunger force accuracy test. Technical support - calibration; recommend to do a calibration on the 8110 module. If fails, biomed will call back and get a repair RMA. A review of the device history record for sn (B)(6) was performed from 04/18/2006 to 9/16/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. H3 other text : no product returned.

Event description:
It was reported that the syringe module failed plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) was performed from 04/18/2006 to 9/16/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the syringe module failed plunger force accuracy test. There was no patient involvement.